Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. The tricuspid valve was treated next. Two clips were implanted without issue. A follow up echocardiogram post procedure noted the second clip in the tricuspid valve had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). No treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.